Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The customer also returned the suspected contour next test strips, but they were already used. Therefore, the in-house contour next test strips were used for testing. The returned meter was tested with the in-house test strips and in-house contour next control solution, which gave a satisfactory performance. Additionally, the returned meter was tested with the in-house test strips and in-house breeze2 control solution to simulate the blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Upon the meter's return, the model # for the suspected contour next one meter was found and captured in section d4.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.